Event description:
Asku

Event description:
It was reported that during the implant attempt, it was not possible to place the lead through the introducer and the physician felt there was something broken with the lead. The lead was not implanted and another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The defib conductor appeared distorted, and the inner tubing was kinked/buckled. The lead appeared to have been damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.